Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was alarming with m31 air detected in cassette warning messages during drain 5 of treatment. The patient was connected during the incident. The patient reset and rebooted the cycler and cancelled treatment before calling pd support. The patient was assisted in removing the supplies, and when removing the cassette fluid was seen on the bottom of the cassette where the lines met the cassette. The film on the back of the cassette was not loose. The patient stated during step 1 he had to hold the cassette door closed for the cycler to move to step 2. The cycler prompted to insert/remove cassette, but the cassette was properly inserted. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow up, the patient confirmed the reported event. The patient stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid on the bottom of the cassette and in the pump module area. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was alarming with m31 air detected in cassette warning messages during drain 5 of treatment. The patient was connected during the incident. The patient reset and rebooted the cycler and cancelled treatment before calling pd support. The patient was assisted in removing the supplies, and when removing the cassette fluid was seen on the bottom of the cassette where the lines met the cassette. The film on the back of the cassette was not loose. The patient stated during step 1 he had to hold the cassette door closed for the cycler to move to step 2. The cycler prompted to insert/remove cassette, but the cassette was properly inserted. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow up, the patient confirmed the reported event. The patient stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid on the bottom of the cassette and in the pump module area. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was available to be returned for investigation.